Event description:
During the resection of the turp, the surgeon detected an electrical burning smell. The dac was replaced but the smell persisted. The iwe was then replaced with the ves. The smell subsided. It was then noted that a charred area was seen on the working element where the electrode and vaportrode connects. No harm to pt.